Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that remote manager refrigerator door failed. The field service engineer (fse) assisted the customer remotely to recover a failed refrigerator lock. The customer used the pyxis application to check the lock status and successfully restored functionality. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis failed to recover storage space, even after trying to recover, the error did not clear and remained unresolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.